Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, the device melted a bit on the tip while a harmonic scalpel was being pulled in and out of the port. Additional information has been requested but not yet received.